Event description:
It was reported that during explant of device and lead, the body of the lead separated just proximal to the tines and the lead wires stripped out of the distal portion of the lead leaving the electrode contact rings still implanted in the patient. Patient had device removed prior to MRI. Additional information will be reported when it is available.

Manufacturer narrative:
(B)(4).